Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, nozzle unit clogging with white foreign material was noted. The white material failed to eject from the channel and not removed. In addition, leak at the channel tube, distal end insulation test failure, corrosion at the plug unit side, humidity stains, connecting tube wrinkle, universal cord buckling, bending tube deform, and light guide lens dirt were observed. Lastly, scratches and discoloration were found on multiple components. The probable cause of the fault was due to a result of insufficient cleaning. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that no air/water flow was noted with the evis exera iii gastrointestinal videoscope. During a standard service inspection of the customer returned device, nozzle unit clogging with white foreign material was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the nozzle that was clogged with the foreign material. It is probable that the end-user did not remove the observed foreign material even after they followed the reprocessing instructions. A definitive root cause for this issue was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿operation manual preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ¿reprocessing manual reprocessing the endoscope (and related reprocessing accessories) precleaning the endoscope and accessories: flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: flush the air/water channel with detergent solution. Presoak for excessive bleeding and/or delayed reprocessing after each procedure.¿ olympus will continue to monitor field performance for this device.